Event description:
It was reported that during a vats lobectomy procedure, the device was reloaded for the fifth firing. The device was reloaded with a green cartridge and they were using peri strips. The device was handed to the surgeon and the device would not open. They flipped the battery in and out and the device still would not open. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one reload loaded in the device. The reload was received fully loaded with staples. The device was tested for functionality in the straight position with the returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Lung. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Fifth firing. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? Peri strips. Were any unexpected noises heard? No. Was there any difficulty removing the device from the tissue? Yes, but the device was not on tissue. Is there any other additional information you would like to share about this device or procedure? No.